Event description:
The distributor contacted animas on (B)(4) 2014 alleging the display was dim/faded/discolored. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: on investigation, the display was noted to be dim, faded and discolored. Unrelated to the original complaint, the battery compartment was found to be cracked. The keypad was intact without damage. The up arrow and ok keypad buttons demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination on the contacts of the keypad buttons.